Manufacturer narrative:
Failure analysis on the returned touch screen shows that physical damaged resulted in the line crack damage on screen front display. Updated.

Event description:
The field service engineer (fse) reported that during service, the touch screen is not working. The unit was not in use on patient.